Event description:
Reported independent rate change after a "low battery" alarm was rec'd and the device was plugged into a wall outlet. The pt was receiving an infusion of aggrastat at 13ml/hr. Reportedly, the pump alarmed "low battery" and the pump was plugged into the wall outlet. According to the customer contact, when the pump was plugged into the wall, there was an independent rate change from 13ml/hr to 113 ml/hr. The rate change was not noted right away, and the pt rec'd 100ml "sooner than they should have". When the event was discovered, the infusion was stopped for an unspecified amount of time and then "restarted". There was no reported adverse event or harm to the pt. Blood work was drawn to check coagulation of the pt, but no other interventions were required. The pt had no reported bleeding incidents. Though requested, no further info was available.